Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The collimator motor was centered and system function tested. The imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during bootup for a lumbar spinal fusion procedure the 1st green bar is showing an error with initializing the collimator. Issue occurred prior to the surgery. There was no delay as the surgery was started immediately without the use of the imagine and navigation systems. There was no reported impact to the outcome of the patient.